Event description:
It was reported that the system would lock up and had intermittent communication and filament calibration errors. Communication errors may result in a system lock up, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.